Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented with ventricular oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was not known.